Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired at home. The patient had antecedent worsening heart failure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.